Event description:
The device was returned for pneumatic valve actuation failure. Log files for the device were reviewed and show that valve 5 is experiencing a pneumatic valve actuation failure. A mock infusion was run on the pump and no failures occurred. Device was opened to inspect for internal damage. The retaining plate near the lever arm is cracked. The connector for the pneumatic assembly on the main pcba is damaged. Although damage was observed on the plastic for this connector, the pump was able to perform mock infusion testing without failure. The manifold block was removed from the device in order to test the functionality of the valves. The manifold block passed testing with no failures. The straight barb and poly tubing were replaced during inspection.

Event description:
The following has been reported: biomed reported: sn: (B)(6) reason: staff observed "service needed" & "pump problem" patient harm? No stopped during an active infusion? Yes during troubleshooting, was able to duplicate the issue during testing. A preliminary review identified the following issue: pneumatic valve actuation failure (valve 5) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.